Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an increase in capture threshold and high, out of range pacing impedance were observed. A chest x-ray was performed and the values appeared normal and within range. Noise was observed with provocative testing. The lead was explanted and replaced. The patient was well and discharged.